Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure. The dentist stated the incident was likely the result of metal fatigue, excess pressure and incorrect itr motor/console settings. The dentist plans to fill around the file to complete the procedure. Patient follow-up will be required and reported, as information becomes available.